Event description:
The customer reported that the insulin pump had an alarm and she was not able to clear. Troubleshooting was performed and the buttons were unresponsive. The battery was removed and re-installed and the device had the same alarm. No further information was performed.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons and frozen display as a result of a corroded keypad traces. Further testing was not performed due to the unresponsive buttons and frozen display.